Event description:
It is reported that after five months, the patient could not tolerate the multifocal lens in the right eye so, the lens was explanted.

Manufacturer narrative:
Device has not been received for return. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.